Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, migration of essure device location od device: uterus"), device dislocation ("migration"), endometritis ("endometritis") and genital haemorrhage ("heavy bleeding") in a 43-year-old female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: hydrochlorthiazide and depo-provera. Concurrent conditions included cramp in lower abdomen, post coital bleeding, pelvic discomfort, uterine pain, menses irregular with excessive bleeding, sinusitis, hypertension, hot flashes, bronchitis, wheezing, copd since (B)(6) 2010 and allergic rhinitis since (B)(6) 2011. Concomitant products included losartan since 2010, paracetamol (acetaminophen) and zolpidem tartrate (zolpidem) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back area"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and surgery (hysterectomy full, total abdominal hysterectomy and underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, endometritis, dyspareunia and menstrual disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved and the dysmenorrhoea, back pain and genital haemorrhage had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details (as per pfs not removed but removal date was mentioned). 5 coils were seen on the left, 1 coils were seen on the right. Have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: yes reason(s) for removal: essure-caused injuries as alleged in my complaint diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received. Added event lower back area pain, heavy bleeding. Updated outcome of events(lower back area pain, heavy bleeding, dysmenorrhea). Updated onset date of events. Historical condition, historical drug, concomitant condition, concomitant drug, treatment drug were added. On 30-jan-2019: new reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and endometritis ("endometritis") in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included cramp in lower abdomen, post coital bleeding, pelvic discomfort, uterine pain, menses irregular with excessive bleeding, sinusitis, hypertension, hot flashes, bronchitis and wheezing. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy full, total abdominal hysterectomy) and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, endometritis, dyspareunia and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details (as per pfs not removed but removal date was mentioned). 5 coils were seen on the left, 1 coils were seen on the right. Have you had your essure (or any part of the device) removed: no. If you have not had your essure removed, are you currently planning for essure removal: yes. Reason(s) for removal: essure-caused injuries as alleged in my complaint. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), were added, patient's medical history was added. Lot number received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and endometritis ("endometritis") in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included cramp in lower abdomen, post coital bleeding, pelvic discomfort, uterine pain, menses irregular with excessive bleeding, sinusitis, hypertension, hot flashes, bronchitis and wheezing. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy full, total abdominal hysterectomy) and surgery (underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, endometritis, dyspareunia and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details (as per pfs not removed but removal date was mentioned). 5 coils were seen on the left, 1 coils were seen on the right. Have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: yes reason(s) for removal: essure-caused injuries as alleged in my complaint diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, migration of essure device location od device: uterus'), device dislocation ('migration') and endometritis ('endometritis') in a (B)(6) female patient who had essure (batch no. 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: hydrochlorthiazide and depo-provera. Concurrent conditions included allergic rhinitis since (B)(6) 2011, copd since (B)(6) 2010, cramp in lower abdomen, post coital bleeding, pelvic discomfort, uterine pain, menses irregular with excessive bleeding, sinusitis, hypertension, hot flashes, bronchitis and wheezing. Concomitant products included losartan since 2010, paracetamol (acetaminophen) and zolpidem tartrate (zolpidem) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back area"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 months 3 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and surgery (hysterectomy full, total abdominal hysterectomy and underwent hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, endometritis, dyspareunia, menstrual disorder and post procedural complication outcome was unknown, the vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved and the dysmenorrhoea, back pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details (as per pfs not removed but removal date was mentioned). 5 coils were seen on the left, 1 coils were seen on the right. Have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: yes reason(s) for removal: essure-caused injuries as alleged in my complaint diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter's information added.event: genital hemorrhage was updated as non-serious.event: abdominal pain , post removal complication were added.event: outcome were updated: pain , bleeding to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device) and surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the uterine perforation, device dislocation, dyspareunia and menstrual disorder outcome was unknown. The reporter considered device dislocation, dyspareunia, menstrual disorder and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.